Event description:
Related manufacturer reference number: 2017865-2022-12577. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. Chest x-ray confirmed lead dislodgement the physician explanted and replaced both rv and ra leads on (B)(6) 2022. The patient was in stable condition.